Manufacturer narrative:
The customer was preparing the pump with power on for surgery. Perfusion system shut down without battery switching when they unplugged system it move it to surgery room after setting up. They plugged the system in and switched on again at the surgery room. The message alerts "battery needs service, full backup may not be available". The field service rep (fsr) confirmed the reported issue on 12/05/2013.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no battery function of the perfusion system. The device was not changed out, as they finished surgery with alternating current (a/c) well. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.